Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: launcher 7fr al1, guidezilla extension catheter; stent: synergy, 2.8 x 19 mm graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, material deformation and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 4 graftmaster devices are being filed under separate medwatch reports.

Event description:
It was reported during a procedure to treat a restenosis of a non-abbott stent implanted in the proximal right coronary artery (rca). When the lesion was dilated with balloon, a perforation occurred. A 2.8 x 16 mm graftmaster was advanced to treat the perforation, but could not cross the stent. The graftmaster was withdrawn from the patients anatomy and it was noted that the stent was flared. A new 2.8 x 16 mm graftmaster was advanced with an extension catheter, but could not cross. After withdrawal of the graftmaster, the stent was found to be flared as well. A 2.8 x 19 mm graftmaster was advanced and crossed by advancing the extension catheter more distally. The graftmaster covered stent was deployed; however, the bleeding did not cease. Post-dilatation was performed; however, the bleeding did not cease. A 3.5 x 16 mm graftmaster was advanced; however, did not cross and when it was removed from the anatomy, the stent was noted to be flared too. A 2.8 x 16 mm graftmaster covered stent was deployed; however, bleeding continued. Another unspecified graftmaster covered stent was deployed proximally which sealed the perforation completely. Angiography confirmed hemostasis and the procedure was completed. No additional information was provided.